Event description:
The customer received questionable results on troponin I short turn around time (tni stat) for one patient on (B)(6) 2013 and two patients on (B)(6) 2013. Of those three patients, two were found to have erroneous results that were reported outside of the laboratory. All results are in ng/ml. On (B)(6) 2013, patient 1 had an initial tni stat result of 1.46, accompanied by a data flag. The sample was repeated on the same instrument and generated a result of < 0.300, accompanied by a data flag. The original result was reported outside of the laboratory. The customer deemed the repeat result to be correct and there was no adverse event. On (B)(6) 2013, patient 2, female, (B)(6), had an initial tni stat result of 0.365, accompanied by a data flag. The sample was repeated on the same instrument and generated a result of < 0.300, accompanied by a data flag. The original result was reported outside of the laboratory. The customer deemed the repeat result to be the correct result and there was no adverse event. The lot of tni stat reagent in use was 17026101, with an expiration date of 01/31/2014. The field service representative could not find a cause for the issue. He checked the adjustments and performed mechanical checks, voltage checks and performance testing; which all passed.

Manufacturer narrative:
The investigation could not determine a specific root cause with the information provided for investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.